Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient advised that pressure from the lifevest is exacerbating a pre-existing incision on the chest. There was no alleged device malfunction contributing to the irritation. Patient reported medical professionals at the hospital removed the lifevest. Follow up indicated that the incision is healing.